Event description:
The surgeon implanted an aq2003v silicone three piece lens but the haptic kinked as it was being inserted. The lens was removed with no patient injury or complications. The facility stated it was unknown as to why the haptic kinked. The facility was unable to recall the model and lot numbers of the injector and cartridge used.